Event description:
It was reported that a coil migration occurred. A .035 interlocking detachable coil was selected to treat the target lesion. During the procedure, it was noted that the coil was detached within the catheter. When the physician removed the catheter, the coil migrated to an unintended location. The coil was snared and removed out from the body. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a coil migration occurred. A .035 interlocking detachable coil was selected to treat the target lesion. During the procedure, it was noted that the coil was detached within the catheter. When the physician removed the catheter, the coil migrated to an unintended location. The coil was snared and removed out from the body. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).